Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to issue and cubies not detected as exposed. A technical support specialist (tss) guided the customer through cycle counting bins 05-00, 05-03, 05-07, and 05-14. There was no apparent medication jam or overfill, and tapping the cubie lids did not help. In the tester application, it was found that none of the cubie rows in drawer 5 were detected as exposed when the drawer was open. The tss disabled zone 05 in the zone selection screen, but the issue persisted. Then, the field service engineer (fse) replaced the latch and assisted with medbank cycle count testing. All tests passed successfully, resolving the issue. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication because the cubies were not detected and remained exposed. This was a recurring issue, also observed when attempting to dispense amox/clav 500-125 mg tablets. The drawer 5 opened as expected; however, the cubie lids did not open, preventing medication access. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.